Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6/7f mynxgrip vascular closure device (vcd); loss pressure as the physician was pulling the device out. The device was pulled out completely without deploying the sealant because of this. There was no patient injury reported. The product is available for return. He operator confirmed that balloon was inflated and the syringe was in the lock position. I was able to collect the device used on the most recent event which I will be sending back. The syringe was still locked and the balloon was completely deflated. The physician was certified on the mynx devices.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6/7f mynxgrip vascular closure device (vcd) lost pressure as the physician was pulling the device out. The device was pulled out completely without deploying the sealant because of this. There was no patient injury reported. The operator confirmed that the balloon was inflated and the syringe was in the lock position. The syringe was still locked and the balloon was completely deflated. The physician was certified on the usage of the mynx devices. The product was not returned for analysis. Review of lot f1706201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.